Event description:
The surgeon wasn't able to seat the cup. 54mm tritanium.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the device was returned in good condition with no abnormal marks or scratches. There is some bone embedded in the outer surface, typical of an attempted implantation. It is clearly marked with catalog number 502-03-54e. Dimensional inspection: overall dimensions were taken and compared to the 502-03-54e print to confirm that the part had been correctly marked. The part was confirmed to be a 502-3-54e. The investigation could not determine the root cause of the event as the visual and dimensional inspections determined the part was to specification. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
The surgeon wasn't able to seat the cup. 54mm tritanium.